Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Unit passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
Customer¿s spouse reported via phone call that the insulin pump had unexplained delivery alarms. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.